Event description:
Patient presented to the physician with a hematoma at the neck incision site 2 days post-implant procedure. Physician brought the patient into the operating room and drained the hematoma. Patient presented back to the physician 3 days later with continued hematoma. Physician brought the patient into the operating room, drained the hematoma, cauterized the area, and closed. Patient remained hospitalized for observation. During the hospitalization, patient developed purulent drainage at the incision sites. Physician brought the patient back into the operating room, irrigated the chest and neck incision sites, and closed.